Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a main artery was ruptured. The outcome of the case if unknown. A pacemaker/defibrillator was placed. While walking, the patient noted they have to stop to "catch my breath." No further patient complications have been reported as a result of this event.